Manufacturer narrative:
Per (B)(4) initial report. Additional information including: pre-revision and post primary x-rays. Operative notes (primary and revision). Patient activity level, weight and medical history. Did the patient follow the correct post-op protocol? Did the patient experience any slips / falls or other trauma post primary surgery? Were there any fixation concerns during the primary surgery? An update on the patient post revision. Has been requested in order to progress with the investigation of this report, and if received, will be provided in a supplemental report upon competition of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and will be reviewed. Please note: this report has been filed with the FDA due to an adverse event experienced with a device that is similar to those placed on market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Trinity dual mobility revision of the cocr liner and ecima insert due to instability.